Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported during the intraocular lens implantation the surgeon opened the lens and inserted it into the cartridge and injected it into the patient's eye. It was noticed that the optics were scratched and the lens had to be removed and replaced with a similar lens. Additional information has been requested.